Manufacturer narrative:
(B)(4). Insulin pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test and displacement test or verify battery out limit due to blank display. Pump received with stripped battery cap coin slot(p).

Event description:
Customer reported via phone call that insulin pump was not working after water damage as well as constantly alarming before shutting down. Customer¿s blood glucose was unknown. Customer stated that insulin pump display went blank immediately after pump exposure to moisture and cap was worn or damaged. Customer stated that insulin pump fell into the ice chest was in an ice pack and fell into the ice chest was in an ice pack and insulin pump was vibrating without an alarm or alert. Customer was advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will be returned for analysis.